Manufacturer narrative:
The hvad is used for treatment not diagnosis. A (B)(6) male patient was admitted to the hospital with signs and symptoms of congestive heart failure (chf). Details on testing and treatment are not available. The pump remains implanted and was not returned to the manufacturer for analysis. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worsening heart failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these types of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) male patient was admitted to the hospital with signs and symptoms of congestive heart failure (chf). Further details regarding the testing and treatment during the hospital stay are unknown and the patient was discharged. The device will not be returned for evaluation as it remains implanted.